Event description:
Patient notified edwards of this event via email. It was reported that the patient presented with dyspnea on effort due to bioprosthetic failure and aortic stenosis, after an implant duration of approximately 10 years. Patient indicated going to (B)(6) on (B)(6) 2011, where a tavi (transcatheter aortic valve implantation) was performed. Patient indicates "tavi was done in 45 minutes, never went to ICU (not needed) catheter removed wednesday...worked out with trainer on monday [one week post implant] no restrictions" the patient reports to be feeling good after surgery, and mentions no complications. An echo study report from (B)(6) 2011 indicates the following: "there was a bioprosthetic aortic valve with significant decrease of aortic opening. The mean transaortic valve gradient was 33 mmhg. The peak transaortic valve gradient was 60 mmhg, consistent with severe aortic stenosis."

Manufacturer narrative:
The device has not been returned for evaluation despite multiple attempts, as its location has not been provided (B)(6). The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The received echo reports of (B)(6) 2011 confirm the report stenosis of the aortic bioprosthesis. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. Without device evaluation, the mode of the reported stenosis could not be confirmed or identified. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.